Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board. The system operates as intended.

Event description:
It was reported that the cine images were degraded and unusable. This is a reportable event as it could cause vessel injury and bleeding. There is no report of pt injury or death.